Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: three static images and one media clip was provided for review. The imaging is limited and grainy. First image shows a high implant with non-coronary cusp (ncc) depth around 1-2 mm. The imaging of the left coronary cusp (lcc) is not available to assess depth prior to release. No imaging of valve release is given and no imaging of the valve in the ascending was provided for review. Next image shows a valve dislodged toward the left ventricle. No imaging of ncc or lcc depth prior to release were provided for review. A static image from the CT scan shows a bicuspid valve. Static image of pre-valvuloplasty shows balloon free of constraint. The patient summary was not provided for review. The summary would confirm or deny appropriate sizing for pre-balloon aortic valvuloplasty selection. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dislodgement does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. The second valve was reported to be implanted in a high position. Various factors can affect valve positioning, such as patient anatomy or physician experience. The final result was mild to moderate paravalvular leak (pvl). Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event it was stated that it was not possible to perform a post bav due to the high positioning. An image of the pre implant bav was returned for review, which shows only the full expansion of the pre implant bav, that is free of constraint. There was no mention of whether the pvl reduced or stayed the same. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a bicuspid native valve, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon. The valve was deployed and upon final release in good position, the valve dislodged into the ascending aorta. A second valve was implanted. After final release, the valve went high. The final result was mild-moderate aortic regurgitation. A post bav was not possible due to the high position. No additional adverse patient effects were reported. Additional information was received which reported that the final result was mild-moderate paravalvular leak (pvl). No further treatment was reported.